Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms along with high pacing threshold measurements. The patient experienced muscle stimulation. It was subsequently found out that this lv lead had damage in conductor, insulation and lead body. This lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Visual inspection revealed conductors deformed however not fracture and insulation wrinkled but not breached through. These damages may have been from handling. The test showed damages did not affect the lead functionality.